Event description:
Additional information was received indicating that this was as planned minimally invasive mitral valve repair surgery which was converted to a full sternotomy. There is no allegation of a device malfunction. The surgeon indicated the patient had kinks and loops due to sclerotic regions in the blood vessel. It was not possible to identify the wire and the balloon correctly; therefore, they converted to a full sternotomy. First cannulation attempted in the left groin and then changed to the right groin. As of (B)(6) 2017, the patient was still hospitalized but was doing okay.

Manufacturer narrative:
Vascular perforations may occur with the use of arterial cannulas. A perforation is typically the result of excessive force combined with challenging anatomy and not a malfunction of the device. The subject device is not available for available for evaluation. However, there is no information suggesting that there was any device malfunction. It appears that this event may have been due to patient and/or procedural related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that it was not possible to introduce the intraclude device deep enough because of kinking vessels. But also after changing the cannulation it was not possible to see the wire nor the balloon properly, because of bad echo images and the anatomy of the patient. At this point, it was decided to stop the intraclude procedure and continue with full sternotomy because it was not known exactly if there was a dissection from the aorta after all the manipulation. Finally, it was found a perforation from the left atrium in combination with a perforation from the non-coronary sinus. In the groin was also a local dissection (not treated).